Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. The reaction area was kept clean and dry. According to the patient, on (B)(6) 2025, they experienced a skin infection. The patient developed itching and burning sensation, a pimple, and an infection at the needle puncture site. On (B)(6) 2025, dexcom technical support contacted the patient to verify his condition, and he reported that the infection had worsened, prompting him to have the area evaluated by a medical professional (specific date not provided), where he received a prescription for an unspecified oral antibiotic medication, and the infected area healed after the treatment. The photo shows an undrained abscess at the needle puncture site, with redness and swelling extending beyond the sensor footprint perimeter. The photo confirmed the skin infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).